Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intestinal tract resection for laparoscopic gastrectomy, when firing, the device advanced a little and reload was unable to fire. The jaws would not  open initially, but was able to open eventually by pressing green button continuously. Upon inspection, the staples from root to tip were out. All involved products were replaced to continue the case. There was no patient injury.